Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last couple of weeks has noticed that the recharger is starting to malfunction or not work as well as it used to. Patient said that used to charge the implant within half an hour and if the implant was at 60% or 70% now it is taking up to 2 hours to charge. Patient typically recharges every 3-4 days and does check implantable neurostimulator (ins) status using the communicator and said is typically around 60%.when asked, patient said that uses the drape and lays fairly flat and usually has a beanbag over the implant site. Patient confirmed that the three green battery lights are fully charged when recharging. Patient confirmed that keeps recharger in the plugged in dock at all times. Reviewed recharging information. When asked, patient said typically doesn't use the recharger application when recharging the implant. With instruction, patient connected to the recharging app and confirmed that is able to connect to recharger and at first received good connection and then excellent connection. Patient to use recharger application for the next week and then when has their appointment next week to bring equipment and ask then to check the recharge reports.